Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was received with moisture damage at motor assembly. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked reservoir tube lip, cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 8.2 mmol/l at the time of the incident. The customer reported crack on top of the reservoir compartment. The customer stated that the pump was sometimes bumped accidentally. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.